Manufacturer narrative:
The device was sent to philips bench for evaluation. Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate speaker had no sound in <mt56060 tool, and speaker was defective. The speaker was replaced. The device was operational after repairs were completed and the device was returned to the customer. Based on the information available and the testing conducted, the cause of the reported problem was a defective speaker. The reported problem was confirmed.

Manufacturer narrative:
Data correction to device identifier.

Manufacturer narrative:
Data correction to device identifier. The manufacturing date for the reported device is prior to 24sept2016 so no UDI required.

Event description:
It was reported the tele mx40 monitor displayed a speaker malfunction error and no sound was coming from the device. The device was not in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.